Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode at the detection boundary. The episode was treated after recording many non-sustained tachycardias. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.